Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. The device was able to obtain readings and alarm alerts were functional. When powered some led segments were found to be unable to illuminate. Internal inspection indicated the failed led segments have open circuits across their nodes on the system circuit board. The reported issue was confirmed. A service history record review reveals that this unit was in the field for over six (6) months with no previous reported issues related to this reported event.

Event description:
The customer reported the device is missing a segment line on the spo2 reading area. No patient impact or consequences were reported.